Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason while on dialysis. Upon interrogation, the right ventricular (rv) lead was found to have oversensed noise which led to inappropriate stored ventricular tachycardia (vt) episode earlier that morning. However, it was noted that the oversensing episode time did not correlate with the time of the syncope, thus it was believed that they were unrelated. The field representative stated that there was also no sustained asystolic periods and no programming changes were made to the system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead was surgically abandoned and the device was explanted due to continued intermittent sensing and decreasing r wave measurements. No adverse patient effects were reported.

Manufacturer narrative:
--